Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; brown and yellow particles in shell, fold creases, curved opening. The leak test and microscopic analysis was performed which identified; a curved striated opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a striated opening assessed as surgical damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side exchange from ¿textured to smooth implants due to the patient's concern with the product¿ and capsular contracture baker grade IV. Device has been explanted.